Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was assumed that there was damage near the tip, causing the fiber melting, i.e., component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: e1 telephone number provided as (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use fiber melted/broke during an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.